Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. Three cartridge change sequences were conducted and four tubing fill processes were conducted on (B)(6) 2017 between 6:30 and 7:00 pm. No issues were noted and the user administered a bolus for 5.22 units of insulin on (B)(6) 2017 at 4:16 am inputting a blood glucose (bg) of 251 mg/dl. There were no erratic basal rate adjustments. Insulin deliveries were stopped at 7:39 am on (B)(6) 2017. The pump was entered into shelf mode at 1:27pm on (B)(6) 2017. There were no requests, entries, or deliveries that would cause the user to experience low bg levels. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Reportedly, the customer's last known blood glucose reading was in the 20s range (mg/dl). Per the customer's wife, she found the customer unconscious and foaming at the mouth. Paramedics were unable to resuscitate the customer. Customer's wife met with the healthcare provider (hcp) to have the hcp upload and view the pump data. Based on the hcp's review of the pump data, hcp stated that the pump was operating as expected. The hcp surmised that the cause of death could have been due to a stroke. However, the exact cause of death and the reason for the reported low bg level prior to event is unknown. Per the wife, there is no plan for autopsy.